Event description:
During a laparoscopic appendectomy, the laparoscopic hook cautery started sparking when being used. We switched out the hook and the connection and it still continued to spark. We got a new electrocautery unit and it was still sparking. Finally, we changed bovie pad and bovie site and that finally stopped the sparking.